Event description:
(B)(4) study. Same case as 2134265-2010-03803. It was reported that during a carotid artery stenting treatment procedure the patient experienced bradycardia. The target lesion was located in the ostium of the left internal carotid artery with 99% stenosis, a length of 12 mm, and a reference vessel diameter of 6 mm. The physician treated the lesion with placement of a filterwire ez device and carotid wallstent. Following post-dilatation, residual stenosis was 5%. During the index procedure the patient experienced bradycardia. There was no reported treatment given to the patient to treat the bradycardia. The event resolved without residual effects. The patient was discharged 2 days later.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned therefore analysis of the device could not be performed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this is a known physiological effect of the procedure and is noted within the dfu.. (B)(4).